Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, atrial tachycardia/atrial fibrillation (at/af) episodes and atrial noise reversions were observed. Egms suggested atrial lead noise oversensing. The patient was stable and being monitored.